Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information received via a healthcare professional from a clinical study reported the patient had worsening dysarthria. The most recent programming and interrogation that had occurred prior this report was performed on (B)(6) 2016. Diagnostics included the patient reporting hypophonia on (B)(6) 2016, where the patient was then reprogrammed. The patient received an examination on (B)(6) 2016 and hypophonia and dysarthria was confirmed to still be present. The patient was reprogrammed the same day. Walking difficulties, balance trouble, and akinesia was reported following the reprogramming done (B)(6). An examination was performed (B)(6) 2016 where it was identified the patient had worsening walking, with little steps and balance trouble without fall. Reprogramming was performed that day. The event resulted in in-patient hospitalization from (B)(6) to (B)(6) it was indicated on (B)(6), the patient was reprogrammed, which improved the dysarthria but the patient continued to have walking and balance difficulties. The patient was reprogrammed again (B)(6)and (B)(6) 2016. The outcome was considered ongoing for both reports of hypophonia and issues with walking and balance. Etiology was reported as related to the device or therapy, not related to the implant procedure, and due to programming.

Event description:
Additional information was received from a health care provider (hcp) of a clinical study. It was reported that the patient was reprogrammed again on (B)(6) 2017 and experienced a slight improvement with new programming, but the issue remained ongoing; there were no further actions planned. It was also noted that the etiology was noted to be related to the device/therapy, not related to the implant procedure, and not due to programming.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported that the patient was implanted on (B)(6) 2016. No further complications were reported/anticipated.